Manufacturer narrative:
An unknown malfunction occurred, and the device would not initiate. Upon troubleshooting of the device, water and corrosion was observed on the main printed circuit board assembly. The cause of the under delivery was determined to be due to fluid ingress.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose (bg) level over 600mg/dl and diabetic ketoacidosis. Customer was treated with intravenous insulin and saline, and was released on (B)(6) 2019 with no permanent damage. Customer alleged pump did not deliver insulin as intended. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Reportedly the customer reverted to manual injections for insulin therapy.